Event description:
Device issue: irregular balloon inflation. Time of device issue: during the procedure. Adverse event: dissection, surgical intervention. It was reported that during a left circumflex artery xience v stenting procedure in a heavily calcified, mildly tortuous lesion, after pre-dilatation and during deployment of the stent, the proximal part of the balloon did not fully inflate and a dissection occurred at the distal end of the stent. Post-dilatation was attempted, but the non-abbott balloon would not cross through the proximal end of the stent. The pt was taken to surgery for a coronary artery bypass graft to treat the dissection. The pt is stable and has been discharged from the hosp. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the pt. A follow-up report will be submitted with all add'l relevant info.